Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side "probable siliconomas".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture. The device remains implanted.

Event description:
The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2,, d4, d6b, g4, h4, h6.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : no observed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, right-side rupture.. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Granuloma: unable to observe since it is not related to the device. Additional observations: wear abrasion, stress marks and crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side rupture and "probable siliconomas on the same side" observed on the MRI report. The device has been explanted and replaced with a non-allergan device.